Manufacturer narrative:
Image review; an angiographic image was provided of the in. Pact pacific balloon inflated in the vessel, with the balloon twist in the mid-balloon section visible. A second photograph was then provided of the in. Pact pacific balloon inflated in-vitro. The balloon twist was also visible in the mid-balloon section. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the physician was using an inpact pacific balloon catheter to treat a non calcified, non tortuous chronic total occlusion(cto, 100%) stenotic lesion in the proximal superficial femoral artery(sfa). There was no damage noted to the packaging and there were no issues noted when removing the device from the tray/hoop. The device was prepped without issue. No embolic protection was used. The device was inflated using an ac3200 inflation device. The device did pass through a previously deployed stent but no resistance was encountered or excessive force used on advancing the device to the target lesion. A twist was noted on the balloon under angiograph. Another inpact pacific balloon was used without incident to complete the procedure successfully. No patient injury was reported. Please note that this device, in.pact pacific pta balloon, is not marketed in the united states; however, it is similar to the united states marketed device, in.pact admiral pta balloon. This event is being reported only as a malfunction because of the similar device requirement in 803 which is limited to malfunctions.

Manufacturer narrative:
Additional information: a non-medtronic stent was previously deployed. No difficulty was experienced during advancement of the balloon catheter. The issue was noted while the device was in the vessel. A rewrap tool was not used. If information is provided in the future, a supplemental report will be issued.